Event description:
It was reported that the unit displayed an e-1 error message.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb failed to ignite. An e-1 error message appeared on the display. The power-up sequence was repeated multiple times. An e-1 error message appeared after each cycle. An eval was performed on the ability of the lightcable and jaw to engage. The eval failed due to the jaw not locking in the open position. The control circuit board test jumper was switched, which cuts out the control board logic and establishes a direct connection from the ballast to the bulb. Power was applied to the product. The bulb did not ignite, confirming that the ballast was defective. The root cause of the reported failure was traced to a defective ballast. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.